Manufacturer narrative:
Evaluation is in progress, but not yet concluded

Manufacturer narrative:
(B)(4). There was no error message on the ccm. The roller pump arrived at the subsidiary site service depot; the display does not function. The subsidiary site will replace the display and return to the manufacturer for evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the display on roller pump went black. The device was not changed out, as the display returned after a few minutes and the roller pump was working. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical summary on (B)(6) 2015: during cpb, the local display of the roller pump blanked but later returned. There was no loss or change in pump performance and the case was able to be completed without issue. The pump would still be able to be controlled with local knob and/or central control monitor (ccm) slider and pump data would be displayed on the ccm. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
The reported complaint was confirmed. Per the subsidiary site, the service technician confirmed the reported issue, and it did not work at the time it arrived to the subsidiary service depot. During laboratory analysis, the display assembly functioned normally. The product surveillance technician (pst) connected small display assembly to lab use only (luo) pump pod test fixture with returned display to pump board ribbon cable and powered on, observed small display assembly to function normally with no blank display. He tested small display assembly overnight and found it operational the next morning. He performed connector and ribbon cable agitation testing, observed no blank display. He moved small display assembly with returned display to pump board ribbon cable to cold chamber at 10°c for 1.5 hours. He retrieved small display assembly with and reconnected to luo pump pod test fixture and powered on, observed small display assembly to function normally with no blank display. He tested small display assembly overnight and found it operational the next morning. During display assembly inspection, he disassembled graphics display assembly, inspected all components and solder joints and electrically measured q210 transistor with digital multimeter, no anomalies observed. He performed additional testing for graphics display assembly overnight, found it operational the next morning. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.